Event description:
The customer contacted physio-control to report that their device had displayed a premature low-battery indicator. There was no patient use associated with the reported failure. Upon evaluation of the device, physio-control observed that it would intermittently fail to provide audio prompts. Without audio prompts, the device end user(s) would not receive directions from the unit on how to use the device in an event. As a result, defibrillation may not be possible, if it were necessary.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported intermittent issue. Physio removed the speaker wire harness for further evaluation and determined that the cause of the reported issue was that the positive connection to the internal speaker wire was inadequate which led to an open connection that resulted in no audio from the device. The customer was provided with a replacement device.